Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a charger failed error message at boot up. This prevented the system from booting up, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.